Event description:
In 2009, this patient was implanted with gore tag endoprosthesis for treatment of an aortic transection. The patient tolerated the procedure. Four days later, the patient presented with signs of distress, that suggested renal failure. Angiography revealed that the proximal end of the device had infolded. Angioplasty was performed on the proximal end of the gore tag thoracic endoprosthesis and a palmaz stent was implanted within the proximal end of the tag device. The patient's proximal aorta measured 21-22 mm. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use, states: the gore tag thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta). Under device selection in the gore tag thoracic endoprosthesis instructions for use (IFU), it states: use of the gore tag thoracic endoprosthesis outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g., device folding, excessive device compression). Sizing outside of this range can result in endoleak, fracture, migration, device infolding , or compression. Compliance with device sizing recommendations is critical to performance of the device.